Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services at the time of this patient's implant procedure. The local representative reported that the device had not been sutured down. The technical service's consultant discussed the possibility of device movement in the pocket resulting in inappropriate shock therapy. Boston scientific received information that the physician elected to reopen the pocket. The device was sutured securely and the pocket was closed. There were no patient adverse effects reported. The available information suggests that this device remains in-service.